Manufacturer narrative:
The event has been downgraded from adverse event to a malfunction as there was no impact to the patient outcome. There was no serious injury as a change to open surgery did not result in follow-up surgery or extended length of stay of patient the root cause of the alleged malfunction could not be determined due to insufficient information.

Manufacturer narrative:
Pt demographic info was not provided in the article but was requested from the author. Schouten r, lee r, boyd m, paquette s, dvorak m, kwon bk, fisher c, street j: "intra-operative cone-beam CT (o-arm) and stereotactic navigation in acute spinal trauma surgery" j of clin neurosci 19,8:1137-1143, 2012 h3, h6). No info has been received from the authors for evaluation.

Event description:
A medtronic representative reported an adverse event found during a literature review. It was reported that navigation in percutaneous stabilization for trauma case t2 - t10 was discontinued due to intra-operative imaging suggesting suboptimal implant position (open instrumentation performed using anatomical landmarks). The use of o-arm assisted navigation resulted in no iatrogenic neurovascular injury. No follow-up surgery needed. The date of surgery was between (B)(6) 2009 and (B)(6) 2011. Age of the pt was in the (B)(6) range. No other demographics were provided in the article. Article expresses satisfaction with navigation for the experimental group including statement that none needed revision surgery (after the initial surgery) compared with a revision rate of 1.2% of pts with non-navigated acute spinal trauma during the same interval. Second surgery for correction of implant malposition was avoided in all 183 o-arm cases, including those with deformity and degenerative-based pathology.